Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: lumbar stenosis procedure or technique used: screw placement levels implanted: l4-s1 it was reported that intra-op, surgeon was cannulating a pedicle screw when the tip of the gear shift broke. The product came in contact with the patient. No fragments remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: the tip of the probe has broken ~20mm from the tip. A microscopic review of the fracture surface reveals the fracture is angulated and shows signs of material overload from a sudden force. The center shaft has also broken near the handle and there is a witness mark on the back plate that appears to be the result of a hammer strike. The hardness of the material appears to meet print spec. The above observation are consistent with material overload from impaction. If information is provided in the future, a supplemental report will be issued.